Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-hundred-thirty-eight (138) clearlink system continu-flo solution sets had damaged primary packaging. The event was further described as "packaging is deflated, and sometimes there are noticeable splits/leaks in the seams. Sometimes, the packaging is just very deflated and you can hear an air leak". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d4 expiration date (update to n/a), d9, h3, h4, h6, h11. H11: two-hundred-thirty-one (231) samples were received for evaluation. Visual inspection was performed which observed the primary packaging was opened due to a weak seal on seventeen (17) out of 231 samples. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.